Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure had migrated') and genital haemorrhage ('iregular bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test? No". The patient's concurrent conditions included uterine fibroid. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, 3 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (single site robotic assisted total laparoscopic hysterectomy, on (B)(6) 2014 : surgery other). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and genital haemorrhage was resolving and the dysmenorrhoea and fatigue outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, fatigue and genital haemorrhage to be related to essure. The reporter commented: patient sought medical attention multiple times for her symptoms from her physicians. Since her removal surgery, patient's symptoms have mostly resolved, though one remain plaintiff received treatment for pain, other injury/symp. Diagnostic results: on (B)(6) 2012: she had essure device however her hsg showed the right tube is occluded but (l) side is open. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs received. Reporter information added. Event : dysmennorhea. (Cramping), fatigue, confirmation test? No added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure had migated / failure to occlude (close) fallopian tubes') and genital haemorrhage ('irregular bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid. On (B)(6)2011, the patient had essure inserted. On (B)(6)2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, 3 years 4 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). The patient was treated with surgery (single site robotic assisted total laparoscopic hysterectomy, on (B)(6)2014 : surgery other). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation and genital haemorrhage was resolving and the dysmenorrhoea, vaginal haemorrhage, menorrhagia and fatigue outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6)2011 and 2012 patient sought medical attention multiple times for her symptoms from her physicians. Since her removal surgery, patient's symptoms have mostly resolved, though one remain plaintiff received treatment for pain, other injury/symp . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (right tube occluded) failure to occlude (close) fallopian tubes. Diagnostic results: on (B)(6)2012: she had essure device however her hsg showed the right tube is occluded but (l) side is open. Most recent follow-up information incorporated above includes: on 12-dec-2019: pfs received. New event - abnormal bleeding (vaginal, menorrhagia) was added. Event device monitoring procedure not performed was deleted. Lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure had migrated") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 3 years 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent hysterectomy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and genital haemorrhage was resolving. The reporter considered device dislocation and genital haemorrhage to be related to essure. The reporter commented: patient sought medical attention multiple times for her symptoms from her physicians. Since her removal surgery, patient's symptoms have mostly resolved, though one remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.